Event description:
(B)(4). Ptsd, anxiety, low blood platelets count, severe back and abdominal pain, weak bones, hair falling out, brain fog, migraines, constant uti's, skin rashes, acne, nausea, metal taste in my mouth, sharp labor pains.